Event description:
It was reported that shaft break occurred. A 38 x 3.50 promus premier drug-eluting stent was selected for use. However, it was noted that the shaft snapped while removing the sheath. No further information available. It was further reported that balloon rupture occurred. The target lesion was not calcified nor a tortuous vessel. A 38 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, after positioning, the balloon failed to inflate and fluoroscopy revealed the dye leakage consistent with balloon rupture. The stent was still on the balloon when withdrawn from the patient's body. Outside patient's body, the balloon was tried to inflate but the balloon tip was ruptured and leaking the prep.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. A 38 x 3.50 promus premier drug-eluting stent was selected for use. However, it was noted that the shaft snapped while removing the sheath. No further information available.